Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg)'s battery did not last long and required changing three times a day. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg)'s battery did not last long. The main printed circuit board (pcb) was out of specification, electrical. The epg failed incoming functional testing, and the device shut down during testing two times, with no printout. Additionally, it was noted that the hanger assembly, lower case, and main seal were broken. It was noted that the upper case was dented and scratched. One of the screws was contaminated. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all the final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. Upon functional test ran on tester the device failed the active current backlight and menu off, active current backlight and menu on, and active current blacklight and menu off, battery load tests. A capacitor was replaced the device passed the backlight tests, however it failed the over voltage protection test. Further some components were replaced and the device passed the voltage and backlight tests but still fails several calibration and self tests. It was noted that the device was unable to hold charge after battery removal. During benchtop analysis it was noted that the device was powered on with low battery led indicator. It was identified that a microcontroller was non functional which led to sense leds occasionally lighting up, intermittent failure of the device and fails to boot up most times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.